Manufacturer narrative:
(B)(4). The device was returned to baxter and is currently in the process of being evaluated. A follow-up report will be filed upon completion of the evaluation or if any additional details become available.

Event description:
The facility reported a colleague infusion pump malfunction of battery failure. This condition had the potential to interrupt delivery. The event was reported to have occurred upon power up in the biomed service department. The facility reported that there was no patient/user involvement, injury, medical intervention or adverse reaction in association with this event. No additional information is available. This device is a remediated colleague pump with a user interface module software version of 5.09.90.

Manufacturer narrative:
(B)(4). The reported condition of a colleague infusion pump with a battery failure was confirmed during product evaluation by baxter service personnel. This condition was due to a low battery alert. Service only found a "battery low" alert in the event history, and replaced the main batteries as a precaution.

Manufacturer narrative:
(B)(4). The reported condition was confirmed via the event history log review as a battery low alarm. A service history review revealed that the device has been previously serviced for the reported problem of battery failure. During previous services, the main batteries and battery harness were replaced. A follow-up medwatch will be filed upon completion of the evaluation or if any additional information becomes available.